Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings. The customer's blood glucose was 41 mg/dl and the sensor glucose was 167 mg/dl. Customer stated he fell. The customer ate to bring up the blood glucose. It was 130 mg/dl at the time of call. The customer experienced differences between sensor glucose and blood glucose with multiple sensors. Customer mentioned they were able to upload to carelink. The customer declined troubleshooting for low blood glucose. The sensor was not returned for analysis.